Event description:
User alleges blood leakage past plunger that resulted in blood exposure. No treatment.

Manufacturer narrative:
The user facility did not save any of the samples that they had a problem with. Our investigation was based on samples evaluated from the same lot that the user facility reported on. The samples were from smiths medical inventory. A review of the manufacturing records showed no problem during manufacturer. Samples, of the same lot, were tested for leakage past plunger and all samples tested did not leak. A review of our complaints database reveals no other reports on this device lot number. This report is unconfirmed and, due to no other reports on the lot, isolated.